Event description:
The recipient reportedly elected removal of the device. The recipient's device was explanted. The recipient will not be reimplanted at this time. The recipient is doing well following explant surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage along the electrode and on the top and bottom covers, multiple slices along the lead, and the array was damaged prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection confirmed all electrode wires were cut. These are believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.